Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was put through extensive testing including power cycling and final testing without duplicating the report. The device was recertified and returned to the customer. Review of the device activity logs showed several power related events related to power button presses and one related to premature battery removal. The reported shutdown was not a result of a device malfunction, but due to the customer's battery that required calibration (low battery condition). No fault was found with the device. The battery used was not returned as part of this investigation. No trend is associated with reports of this type.

Event description:
Complainant alleged that during training by facility staff, the device inappropriately shut down. Complainant indicated that there was no patient involvement in the reported malfunction.